Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a 25mm bioprosthetic valve was disabled after an implant duration of eight (8) years and two (2) months due severe mitral stenosis. A 26mm valve was implanted using the valve in valve procedure via transseptal approach. The patient presented with nyha class IV symptoms of shortness of breath with minimal exertion, pnd, orthopnea, and ankle edema for approximately six weeks. He underwent a left and right heart catheterization which revealed severe mitral stenosis with a mean gradient of 28 and valve area of 0.6. The transcatheter valve was deployed in excellent position with very trivial paravalvular leak and a mean gradient of 40 mmhg across the lvot. The patient was transferred to his room in stable condition and discharged home on pod #3 in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm pericardial mitral valve was disabled via a valve-in-valve procedure after an unknown implant duration due to severe mitral stenosis. A 26mm transcatheter valve was implanted via transseptal approach. No additional details were provided.